Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: zhao k., yao z.j., and yang f. (2017), ¿clinical observation of 78 cases of lower bone fracture ¿ or ¿biomechanical analysis of mini titanium plate internal fixation in the treatment of mandibular fracture¿, journal of oral and facial surgery, vol. 27 (3), pages 185-188 (china). The aim of this study is to explore the effectiveness and safety of mini titanium plate internal fixation for treatment of mandibular fracture. Between february 2013 to january 2016, a total of 78 patients were included in the study. These patients were randomly divided into 2 treatment methods: observation group (n=39; 30 males and 9 females; average age of 39.24 ± 4.29 years [19 to 60 years) and control group (n=39; 32 males and 7 females; average age of 39.11 ± 4.78 years [20 to 58 years]). The control group was treated by dental arch splint fixation and intermaxillary traction (unknown manufacturer). In the observation group, rigid internal fixation with miniature titanium plate was used, pure titanium locking plate (johnson & johnson, USA) was selected, the thickness was 1.5, 1.3 and 1.0 mm, respectively, the screw length was 6 mm and 8 mm, respectively, and the plate could be bent up and down without additional heating during application. The following complications were reported as follows: observation group: 13 cases of mild limitation and 1 case of moderate to severe limitation of mouth opening. 2 patients had infection. 1 patient had nerve injury. 1 patient had root injury. This report is for an unk plate: mandible locking. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.